Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Complaint was forwarded to product complaint investigation for retention testing; the lot number provided of zc6676s is not a valid lot, therefore, retention testing unable to be performed. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the customer's desk. Test strip lot information was not provided. Customer stated the test strips were "opened the other day" (exact date not provided). The customer did not report any symptoms at the time of the call. Customer stated he was currently in the hospital due to low blood glucose; customer did not clarify if it was related to the use of the product. Customer stated he had been in the hospital since the day prior to the call. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.